Manufacturer narrative:
This event was reported under: 3010536692-2019-01052. This is an additional component associated to the event. (B)(4).

Event description:
Allegedly the surgeon reported that the insert was loose and rolled inside the shell. The cup, insert, head and neck were revised. Head was articulating directly on the shell. Pre-op x-ray and components included.